Event description:
A radiopaque marker detached in the kidney during a nephrostomy drainage procedure. The introducer was exchanged for a dilator and the radiopaque marker was successfully retrieved on the tip of the dilator. The procedure was successfully completed without pt complications. The introducer system and detached radiopaque marker were returned, evaluated and retained by this MFR. The radiopaque band appeared oval shaped instead of circular. It was noted upon eval the radiopaque band was insufficiently crimped onto the sheath.